Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of intermittent capture was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted no anomaly on the outer helix and the inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported intermittent capture anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented with an atrial leadless pacemaker (lp) exhibiting intermittent capture. The lp was explanted and replaced. The patient was in stable condition.